Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, the subject device had insufficient pressure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the reportability of the malfunction reported in the initial emdr and the results of the legal manufacturer's final investigation. Updated fields: d8, h4, h6, h11. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported ¿insufficient pressure¿. The cause was a faulty/damaged/worn pump head. Based on the results of the investigation and information obtained from this complaint, the most probable cause of the complaint was traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. The reported event was sent in error and would not cause or contribute to a death or a serious injury if if were to recur.

Event description:
It was reported that, the subject device had insufficient pressure. There were no reports of patient harm.